Manufacturer narrative:
Initial.

Event description:
It was reported that the user started a new dexcom g7 continuous glucose monitor (cgm) while using the ilet and re-entered the pairing code several minutes after initial start, which restarted the connection process and delayed sensor startup; blood glucose was 165 mg/dl prior to sensor start and 185 mg/dl after startup, with no alerts or alarms reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found and identified a usage problem, specifically an improper procedure related to pairing that constituted failure to follow instructions; a specific device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.